Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and a sling was used. During the procedure, the mesh, "buttonholed." The patient will be undergoing a revision procedure on (B)(6) 2014. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.